Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was determined to be inconclusive. The product returned for evaluation was a 4fr groshong nxt clearvue catheter with a two-piece connector assembly. The catheter shaft was terminated at the 40cm depth marking and the rest of the catheter was not returned. Use residue was observed on the sample. Microscopic inspection of the break surface revealed a glossy region with striations that was consistent with sharp instrument damage. The complaint of a longitudinal incision found at the 40cm depth marking is inconclusive because the catheter shaft appeared to have been cut at the location of the alleged damage and the rest of the catheter shaft was not returned. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the patient was catheterized on february 7, 2024, during which he was regularly instilled, and no irritating fluid was infusion, and when the tube was flushed and sealed on march 3, 2024, it was found that there was fluid oozing from the puncture point, and the catheter was pulled out for examination, and it was found that the catheter had a longitudinal incision at 40cm." Additional information received 03/12/2024: it was reported, "the event occurred in the patient's body. No skin swelling occurred."

Event description:
It was reported, "the patient was catheterized on (B)(6) 2024, during which he was regularly instilled, and no irritating fluid was infusion, and when the tube was flushed and sealed on (B)(6) 2024, it was found that there was fluid oozing from the puncture point, and the catheter was pulled out for examination, and it was found that the catheter had a longitudinal incision at 40cm." Additional information received 03/12/2024: it was reported, "the event occurred in the patient's body. No skin swelling occurred."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.